Event description:
It was reported that during the preparation for a percutaneous transluminal angioplasty treatment procedure a shaft detachment occurred. The target lesion was located in the right common femoral artery (cfa). During removal of the protector cap from the 1.5x4.0mm spcb flextome monorail balloon catheter, the shaft at the guide wire port detached. This occurred during preparation outside of the body, and the procedure was completed successfully with another of the same device. No patient complications were reported, and patient status was reported as good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the flextome monorail balloon catheter was returned and a visual examination of the device found that the device was returned in two pieces. The shaft was broken at the guidewire exit port. The balloon protector cap was still on the balloon. The protector cap was removed from the balloon without issue. A microscopic examination of the balloon found no damage to the balloon or blades. No other damage to the device was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during the preparation for a percutaneous transluminal angioplasty treatment procedure a shaft detachment occurred. The target lesion was located in the right common femoral artery (cfa). During removal of the protector cap from the 1.5x4.0mm spcb flextome monorail balloon catheter, the shaft at the guide wire port detached. This occurred during preparation outside of the body, and the procedure was completed successfully with another of the same device. No patient complications were reported, and patient status was reported as good.